Event description:
It was reported the clinician was unable to interrogate the patients device with the programmer and it was determined the radio-frequency (rf) head was broken. The rf head was changed out and continuation of the device interrogation was performed. It was determined the rf head was broken, it was replaced, and the programmer was found to be functioning as designed. The programmer remains in use, the rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head would not interrogate and fail incoming uplink functional test. Rf head cable found out of electrical specification. Analysis also found the upper case lens was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).